Manufacturer narrative:
E1 - initial reporter phone: (B)(4) (extension). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code appeared on the screen which was "system failure: force sensor test". There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no history in the last 12 months. The customer issue was confirmed through a power up test as an error code appeared on the screen "system failure: force sensor test". The root cause of the issue was a broken force sensor and plunger.